Manufacturer narrative:
Date inaccurate, only the year is valid. Occupation: non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for degenerative disc disease. It was reported that when the patient started charging they saw an eri message and then had trouble receiving good coupling. The patient tried using antenna locate (al) to resolve the issue but this didn't resolve the issue- the al started at 32 and the patient was able to only get it up to 44. They saw the "poor coupling" screen. After al the patient had 4 coupling boxes and then it dropped down to 2 without them moving. They were able to feel the implant through their skin. If the patient laid on their side with no pillow the ins wouldn't charge at all. The patient was advised to follow up with their healthcare provider to discuss replacement of the ins. No further complications reported.